Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on 09/27/2016, that on (B)(6) 2016, the patient an adverse event. The sensor was inserted into the abdomen on (B)(6) 2016. The patient stated that he went into a coma at approximately 9:00pm while washing clothes. Patient could not figure out how to fold his clothes and tested his blood glucose, which was at 32mg/dl. Patient's receiver did not alert him as he found that the sensor had come loose and was no longer in his body. Patient did not look at his receiver and called for nurses who administered glucose tablets and orange juice. The fire department was called, and when they arrived, the patient's bg was already increasing and he was not given any other medications. Patient was not taken to the hospital. At the time of contact, the patient was okay. Additional event or patient information was not available. No product or data was returned for evaluation. The reported event could not confirmed. A root cause could not be determined.